Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a small-bore sheath after a percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss occurred as the suture could not be verified when the plunger was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The suture likely got caught in the foot, causing the subsequent device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated. H6: medical device problem code 1212 added.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a small-bore sheath after a percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss occurred as the suture could not be verified when the plunger was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: analysis of the returned device noted that the suture was cut. Follow up with the site was conducted. It was reported that the device was not removed because it was stuck in the patient, and the suture was cut [to free the device]. No additional information was provided.